Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had an unexpected battery power loss. They got an off no power alarm from the insulin pump. The customer's blood glucose level was 6.1 mmol/l. Troubleshooting was performed. They did not receive a low battery alert prior to the off no power alarm. It was the second occurrence of the off no power alarm without a low battery alert. They were advised to discontinue use of the device. The device will not be returned for analysis.